Event description:
It was reported that the atrial lead exhibited high capture thresholds of 5.5 v at 1.5 ms. The physician suspected a lead dislodgement. Programming was set to high output, 7.5 v at 1.5 ms, and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.